Event description:
A caller reported encountering a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to perform a pump reset, which resolved the issue as the error did not reappear. The caller was advised to wait 20 minutes before starting their sensor session, which they acknowledged and understood.